Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast reconstruction revision with mentor memory gel, 250cc silicone breast implant on the left side and unknown mentor textured silicone on the right side which the right side ruptured and patient experiencing capsular contracture unknown baker grade on the left side after implantation. Patient experiencing burning pain. Patient stated she had an appointment with the physician but was cancelled due to covid19. Even though we have not received information regarding explantation or an expected explantation date, bilateral removal and replacement was indicated. This report is for the left side.